Event description:
It was reported that due to an unspecified reason the patient had his ambicor penile prosthesis (pp) removed and replaced. The app was explanted and a new device consisting of a 14cmx12.5mm cylinders, pump and reservoir were implanted. Additional information was received that the reason for this surgery was due to fluid loss. It was further reported that this patient presented with a good recovery after this surgery. The patient was previously implanted with his old ambicor in 2014 and was now non-functioning.

Manufacturer narrative:
An allegation of fluid loss was reported. The ambicor device was visually inspected; the pump performed within specification and no leaks were found. Both cylinders had broken and stretched fabric threads at a buckling fold. Cylinder 1 had no leaks present. Cylinder 2 had a leak present near the proximal end of the cylinder body most likely consistent with sharp instrument damage. Based on the duration of the implant (implanted in 2014), it is unlikely that the sharp instrument damage was done during the implant, otherwise the device would have failed shortly after implantation. The sharp instrument damage was most probably done during the explant procedure, and is considered a secondary failure. Although fluid loss was not confirmed, the identified broken and stretched fabric threads indicate that the cylinders would not have been inflating correctly (most probably bulging or expanding non uniformly at the stretched fabric threads). These inflation issues could present to the patient as fluid loss, as when the pump was operated the cylinders would no longer inflate as expected. The allegation was confirmed.

Manufacturer narrative:
Correction: event description updated and coding added. Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his ambicor penile prosthesis (pp) removed and replaced. The app was explanted and a new device consisting of a 14cmx12.5mm cylinders, pump and reservoir were implanted. Additional information was received that the reason for this surgery was due to fluid loss. It was further reported that this patient presented with a good recovery after this surgery. The patient was previously implanted with his old ambicor in 2014 and was now non-functioning.

Event description:
It was reported that due to an unspecified reason the patient had his ambicor penile prosthesis (pp) removed and replaced. The app was explanted and a new device consisting of a 14cmx12.5mm cylinders, pump and reservoir were implanted. Additional information was received that the reason for this surgery was due to fluid loss. It was further reported that this patient presented with a good recovery after this surgery. The patient was previously implanted with his old ambicor in 2014 and was now non-functioning.

Manufacturer narrative:
An allegation of fluid loss was reported. The ambicor device was visually inspected; the pump performed within specification and no leaks were found. Both cylinders had broken and stretched fabric threads at a buckling fold. Cylinder 1 had no leaks present. Cylinder 2 had a leak present near the proximal end of the cylinder body most likely consistent with sharp instrument damage. Based on the duration of the implant (implanted in 2014), it is unlikely that the sharp instrument damage was done during the implant, otherwise the device would have failed shortly after implantation. The sharp instrument damage was most probably done during the explant procedure, and is considered a secondary failure. Although fluid loss was not confirmed, the identified broken and stretched fabric threads indicate that the cylinders would not have been inflating correctly (most probably bulging or expanding non uniformly at the stretched fabric threads). These inflation issues could present to the patient as fluid loss, as when the pump was operated the cylinders would no longer inflate as expected. The allegation was confirmed. Correction to MFR site, if follow-up, what type, device evaluated by MFR: updated to include device analysis.

Event description:
It was reported that due to an unspecified reason the patient had his ambicor penile prosthesis (pp) removed and replaced. The app was explanted and a new device consisting of a 14cmx12.5mm cylinders, pump and reservoir were implanted. Additional information was received that the reason for this surgery was due to fluid loss.